Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed on (B)(6) 2018, that the stimulation stopped working. The ins is fully charged. The patient tried increasing stimulation all the way up and does not feel anything. The patient was on group c. The patient had an MRI unrelated to the device on (B)(6) 2018. The patient turned on MRI mode before the procedure and after the MRI they turned the stimulator back on and it was working fine. The programmer showed the stimulation was on and the patient denied any falls or trauma. The patient changed to group a and said that stimulation was working again. The patient was told they can keep it on group a and follow up with the hcp. No further complications were reported.